Event description:
On (B)(6) 2012, a reporter the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 145pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. After the alleged issue begun, the reporter claims the patient felt symptoms of shaky and weak. The reporter stated emergency medical services (ems) was contacted. The patient was given food and/ or drink as treatment. About 215pm that same afternoon, the patient obtained a blood glucose result of "115 mg/dl" on another device. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The subject meter powers on when the test strips are inserted; however, the meter would not turn on when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.